Manufacturer narrative:
Concomitant product: inner sleeve, outer sleeve. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimal access l4-s1 posterior spinal fusion. It was reported that the set screw kept s tripping during insertion into the left bone screw at l4. It was decided to not put a set screw in at the l4 bone screw on the left side. No patient complications were reported.